Manufacturer narrative:
(B)(6). This report is being submitted to relay on initial information and investigation results. Concomitant: 36mm 12/14 tpr fem hd -4 nk catalog#: 650-0887 lot#: 2537596 unknown cup; unknown stem. (B)(6). Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately three years post-implantation due to elevated cobalt levels and recurrence dislocation. During the revision, the hip prosthesis was explanted and treated with a cement spacer. Attempts have been made and additional information on the reported event is unavailable.